Event description:
Clinical study. Same case as MFR # 6000093-2004-00659 and 6000089-02004-00806. The pt had recurrent chest pain and was enrolled in the program in 2004. Target lesion 1 was identified in the mid lad with 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of two overlapping 2.5 x 24 mm taxus stents. A 2.75 x 32 mm taxus stent was then advanced in the proximal segment of the mid lad overlapping one of the previously placed taxus stents. Residual stenosis was 0% after post-dilatation. Next, angioplasty was performed to the lateral segment of the second obtuse marginal branch. A 2.25 x 23 mm pixel stent was advanced across the lesion but upon further inspection, it was decided not to stent the vessel due to its small caliber. The pixel stent was removed and residual stenosis was 30-40%. The pt was dishcarged to another facility 2 days later on plavix and asa. The pt expired in 2004 (23 days post implant procedure) with end stage renal disease as the cause of death. An autopsy was not performed.